Event description:
It was reported that lead was explanted due to fracture and infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Review of quality records analysis found insulation abrasion.